Event description:
The user facility reported that a white powdery substance was found inside the sterile packaging of the deblade needle counter product. No pt or healthcare worker injury was reported.

Manufacturer narrative:
The incident devices were returned to the MFR for eval. The MFR reviewed the work order and found no problems. The vendor of the device was notified, provided the incident device, and asked to provide a response. The vendor had the powder evaluated by an outside lab and it was found to be polystyrene, which is the substance the needle counter boxes are made of. The material safety data sheet from the vendor indicated that the polystyrene presents no health hazard, including any in dust/powder form. The root cause of the dust/powder forming on the package was determined to be the method of shipping the needle counter boxes from the vendor to the MFR. The boxes were rubbing together in transit resulting in the formation of the powder on certain parts of the needle counter boxes. As a corrective action, a different packaging method was implemented to prevent the needle counter boxes from rubbing against each other when transported from the vendor to the MFR. Further, as a preventive action, all needle counter boxes in stock and ready for shipment were inspected and the powder removed/cleaned if found. The same inspection will be applied to needle counter boxes arriving from the vendor to ensure the implemented corrective action is effective. Add'l lot# 4715644.